Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure for congenital heart disease in children, the needle broke and fell into the patient cavity. An x-ray was performed for the express purpose of locating the needle, or confirming that all pieces were located. After the needle broke, the needle remained in the patient and was not retrieved.